Event description:
Follow-up information reported indicated that impedance measurements greater than 4000 ohms were found on electrode combinations 0-2 and 0-3. The patient's voltage was increased and the patient felt stimulation.

Event description:
It was reported that the patient experienced no stimulation sensation, a loss of therapeutic effect and a return of some symptoms. The patient also lost her patient programmer, and was unsure if the implantable neurostimulator (ins) was on or off. A burning sensation at the ins location started occurring after the patient caught the ins on the doorway. Palpating caused stimulation changes, but the burning sensation resolved by itself. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4); lead model 3889-28 lot# (B)(6) 2008 implanted: (B)(6) 2008 explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was desperate and she had some issues with her device. The doctor had to "go in and do some stuff and it worked ok." The patient had cts with contrast and a MRI last october. The patient reportedly signed a paper "stating the device was not working because it was not working, it was going off and on." When the device did not work she got burning and felt terrible. The device stopped working, so it was replaced.